Manufacturer narrative:
(B)(4). This is a report of a use error, where a box fell and cut the patient line while the patient was connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a box fell and cut the patient line while the patient was connected. This event occurred during a dwell cycle. The patient clamped the area. The technical service representative had the patient stop dwell and helped end therapy and open door. The patient will start over with new bags and cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.